Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline device failed to open.   The patient was undergoing surgery for treatment of a cerebral aneurysm in the ophthalmic segment of the left internal carotid artery. It was noted the patient's vascular path was regular and the carotid siphon had favorable anatomy. The angiographic result post procedure was satisfactory. It was reported that using the vascular reconstruction technique, it was chose to use a 5x20mm ped in an artery with an estimated caliber of 4.78mm. The vascular path was regular and the carotid siphon had favorable anatomy. Once access to the middle cerebral artery has been made to expose the distal capture coil, and part of the neurostent did not open. Several positioning and resurfacing maneuvers were performed and the pattern remained. The radiological appearance was of a spindle with part of the implant partially open while the others were completely closed. In time the delivery catheter used was phenom. Considering what happened, it was imperative to remove the device and the microcatheter. Delivery, with replacement by another ped shield with dimensions 4.75x20mm; the latter was implemented without problems. The pipelines were used for an indication that is approved (on-label). The reported devices and any accessory devices prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. No surgical or medical intervention was needed to prevent a permanent impairment of a function and the event did not lead or extend patient hospitalization. There was no injury as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported clarification that the complaint device was the ped2-500-18 with lot b343166. There was no issue with the ped2-475-18 device which was implanted successfully. There was no issue with the phenom 27 microcatheter but it was replaced anyway to deliver the replacement pipeline. The complaint pipeline had the radiological appearance of a spindle with part of the implant partially open while the others were completely closed. The pipeline was not positioned in a vessel bend. It was noted that several resheathing and positioning maneuvers were performed to try and openthe pipeline but were not successful.

Manufacturer narrative:
Product analysis #(B)(4):equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿ as found condition: the pipeline flex shield braid and phenom 27 catheter were returned for analysis within a shipping box; within an opened pipeline flex shield and phenom 27 outer cartons; and within a plastic bag. The pipeline flex shield pusher was not returned for analysis. Therefore, any contributing factors could not be assessed. The pipeline flex shield braid was stuck within phenom 27 catheter hub. ¿ damage location details: the distal and proximal ends of the pipeline flex shield braid appeared to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The phenom 27 catheter body, distal tip and marker were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was cut to remove the pipeline flex shield braid from catheter hub. The catheter was flushed with water and water exited out of the distal tip. ¿ conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open as the distal and proximal ends of braid were found fully opened and damaged. However, the root cause for damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.